Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: oxygen supply failed. Message displayed on screen, oxygen input test failed, suspected oxygen mixer assembly failure.

Manufacturer narrative:
It was reported that during a routine check-up by the user the device displayed the message "oxygen supply failed." Consequently, there was no patient involvement at the time of the reported event. The device was subsequently tested by the local technician using the service software maintenance. The o2 input flow test failed repeatedly, and the failure was assessed as reproducible. A review of the device log file confirmed the presence of multiple "oxygen supply failed" alarms, as well as repeated o2 input flow test failures in the service log. The failure was suspected to be related to the o2 mixer assembly. Hamilton medical requested confirmation whether replacing the o2 mixer assembly resolved the issue, but no response was received despite 3 reminders.